Manufacturer narrative:
At the completion of the investigation, based on the limited patient data received, the clinical evaluation was able to confirm the type 3a endoleak with complete component separation. The clinical evaluation additionally was able to identify the following potential contributing factors to the reported event; off label use and patient anatomy. The devices remain implanted in the patient and were not available for further review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. To date there have not been any additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated stent and an infrarenal aortic extension. Patient had an endovascular repair on (B)(6) 2014 for a type 3a endoleak, the physician implanted two infrarenal aortic extensions seal the endoleak. A routine follow up on (B)(6) 2016, computed tomography (CT) showed a type 3a endoleak with component separation between the bifurcated device and the infrarenal aortic extension. The physician elected to implant an additional infrarenal stent and relined the devices with ovation stents to seal the endoleak. The patient is stable.